Event description:
A 3.0mm diameter x 24mm length medtronic ave s670 over-the-wire stent delivery system was inserted into the right coronary artery. The stent delivery system was advanced to the target lesion through a previously deployed restenosed stent. The target lesion was pre-dilated, however, the restenosed stent, located proximally, was not pre-dillated. During the advancement of the stent delivery system, the mid-portion of the stent caught on the previously deployed stent. The stent delivery system was pulled back into the guide catheter for removal, however, the stent would not enter the guide catheter. The guide catheter was then pulled back into the aorta, where the stent delivery system was again pulled into the guide catheter unsuccessfully. Subsequently, the entire system was pulled back to the sheath and removed. Upon removal of the stent delivery system, it was discovered that the stent was missing. The physician was unable to visualize the undeployed stent, therefore, there was no attempt to remove the stent from the pt. The undeployed stent remains in the pt's arterial vasculature. The target lesion was successfully treated with the deployment of another s670 stent after pre-dilatation was performed. There was no add'l clinical sequelae reported relative to the event.